Event description:
On (B)(6) 2011, company representative reported he received a call from the patient's de stating he was admitted to the hospital on (B)(6) 2011 for dka. Company representative stated he does not have any information surrounding the incident. On call back on (B)(6) 2011, company representative reported he spoke with the patient and the patient stated there are no issues with his infusion device at this time. Company representative stated the patient reported his infusion device is working as intended. Attempts to follow up with the patient were unsuccessful. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.